Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a visual and microscopic examination was performed on the returned device. The customers guidewire was not returned for analysis. The catheter is compatible with a 0.035in (0.89 mm) guidewire. The investigator attempted to load the device onto the guidewire, however the device could not be successfully loaded onto a 0.035in boston scientific guidewire. A blockage was identified in the proximal section of the guidewire lumen of the device. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blockage before further attempts to load the device onto the guidewire were made. On removal from the bath the investigator again failed to load the device onto a 0.035in boston scientific guidewire due to guidewire lumen occlusion. In order to identify the source of the blockage, the investigator carefully dissected the shaft distal to the identified occlusion and retracted the undamaged outer sheath to enable a full examination of the occlusion site. The inner extrusion was noted to be severely twisted and kinked at the exit point of the distal end of the stainless steel deployment handle. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the outer sheath or inner extrusion that could have contributed to the complaint incident. No damage or issues were identified with the tip that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user as the device was used in a venous setting. The dfu states: "the wallstent endoprosthesis and wallstent endoprosthesis tracheobronchial are indicated for the use in the treatment of tracheobronchial strictures produced by malignant neoplasms". Bsc ID: (B)(4). Tw: (B)(4).

Event description:
Same case as MDR ID 2134265-2017-09885. It was reported that catheter entrapment occurred. After an amplatz super stiff guidewire crossed the lesion, a 20x80/10fr uni plus 75cm wallstent® endoprosthesis was advanced but failed to cross the lesion. When the device was removed, it became stuck with the amplatz super stiff guide wire and would not move. The physician could not take the catheter off the wire without using hemostats to dislodge it. While trying to pull the catheter off the wire, the stent began to deploy with being unsheathed. Both devices were removed from the patients body. The procedure was completed with another wire and a different device. No patient complications were reported and the patient's status was fine and in recovery now.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2017-09885. It was reported that catheter entrapment occurred. After an amplatz super stiff guidewire crossed the lesion, a 20x80/10fr uni plus 75cm wallstent® endoprosthesis was advanced but failed to cross the lesion. When the device was removed, it became stuck with the amplatz super stiff guide wire and would not move. The physician could not take the catheter off the wire without using hemostats to dislodge it. While trying to pull the catheter off the wire, the stent began to deploy with being unsheathed. Both devices were removed from the patients body. The procedure was completed with another wire and a different device. No patient complications were reported and the patient's status was fine and in recovery now.